Event description:
It was reported, that patient presented for follow-up in clinic. It was noted, that atrial lead exhibited failure to sense and over sensed noise leading to inappropriate mode switches. The lead was explanted and replaced with a new lead. There were no patient consequences.